Manufacturer narrative:
The customer returned one vial of test strips (lot 205139) which contained 5 test strips. The coaguchek xs meter (serial number (B)(4)) was also returned. The test strips, vial and stopper showed no noticeable defects. The results of the investigation showed that all inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The customer allegation could not be substantiated. The relevant retention test strips (lot 205139) were tested in comparison with the current master lot coaguchek xs pt test strips (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.

Event description:
It was reported that the customer obtained the following results on her coaguchek xs (serial number (B)(4)) within 35 minutes: 6.9 inr, 5.1 inr, and 4.8 inr. Different fingers were used for the results. Her doctor advised her to not take any coumadin on (B)(6) 2016 and to test again on (B)(6) 2016. On (B)(6) 2016 she obtained a result of 4.7 inr. She was going to go in and be tested again at the doctor office. The customer is not on any heparin or direct thrombin inhibitors. She does not have any antiphospholipid antibodies. It was reported that the customer's therapeutic range is 2.5-3.0 inr. She reported that she ate cabbage on (B)(6) 2016. No other dietary changes were mentioned. She reported that she was "feeling fine". There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. She has one strip left in the vial that was in use at the time of the results.